Event description:
A customer contacted beckman coulter regarding a possible pt sample that was misidentified by the lh750 analyzer on a printout. Customer contacted beckman coulter after receiving a letter regarding possible sample misidentification of sample results (product corrective action letter sent by us mail in dec 2004). The customer indicated the misidentification was identified because the printout had the incorrect pt demographics for the printed sample ID. Sample for pt a was tested without incident during the original testing of the sampler. The printed sample results for sample a contained the correct pt demographics and sample ID. Correct data was transmitted to the customer's laboratory information systems (lis). The customer indicated that sample a was retested, the misidentification was discovered. The sample for pt a was retested after other pt samples were tested. Pt a demographics, results in the instrument database and transmitted data to lis were incorrect. The customer indicated that there were no erroneous results reported out of the lab. There has been no change to pt treatment or any injury that can be attributed to this event.